Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a t-connector leak in nicu, at the juncture of the soft tubing to the plastic t-connector hub which attaches to the piv of the patient. There will be no more details provided for this event, and patient harm was not reported.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional testing was performed. A leak at the engagement between the microbore tubing and split septum t-connector components was observed. Visual inspection showed insufficient solvent applied at the engagement between the tubing and t-connector components. Dimensional analysis of the tubing was found to be within specification. The root cause of the leak was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.